Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the caller with this process, and no further issues occurred after resetting. The customer continued using the pump and was advised to contact support again if the malfunction reoccurred.